Event description:
Rep explained that the device was draining to fast. Surgeon wanted to change setting to alleviate over drainage. Rep was asked to assist to change valve to a pressure setting of 6. However, different readings were given or it would not indicate at all. Patient was brought to x-ray, which verified a setting of 4, which is what it was set at pre-op. The device was eventually able to move but could not get the indication verification. X-ray confirmed it was set to 6.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.